Manufacturer narrative:
No information is available at this time. This investigation will be updated should further information become available.

Event description:
It was reported that this pacemaker exhibited a drop in expected battery longevity. Data analysis determined the cause was high atrial sensing rate which caused higher power consumption. Technical services (ts) discussed addressing the patient atrial fibrillation (af) and possible programming options. This device remains in service. No adverse patient effects were reported.